Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. The explanted device was discarded by the medical facility. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 7060892. Product family: scs-lead fixation upn: m365sc43180, model: sc-4318, batch: 25076110.